Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon discovered the wrist of the instrument was kinked during the procedure. Fa was unable to remove the instrument under normal circumstances. They finally remove it together with the 8mm cannula. When the instrument removed from the arm, there was a small metal found at the carriage of the arm. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was a pelvic exenteration.